Event description:
It is reported that a customer found air bubbles in their reservoir compartment of their insulin pump. The patient's blood glucose level was at 257 mg/dl. The customer was offered to trouble shoot the issue but the customer declined assistance. The customer was not able to clear the occlusion and black circle off the screen of her pump. The customer had to get off the phone before any action was taken. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.